Manufacturer narrative:
The abd was checked by facility's tech and was found to be working within MFR's specifications. The machine continues to be used on other pts without further incidents. On 10/18/07, a gambro technical services (gts) was dispatched to the facility. He also checked the abd of the phoenix machine and confirmed that it was working within MFR's specifications. Gambro has found no evidence that its device caused or contributed to this pt's adverse event.